Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient who lost follow-ups came to clinic for device check, device could not be interrogated. Device was explanted and replaced. Patient was asymptomatic. The new implant was successful.

Event description:
Additional information received indicated that the device was explanted due to eri/eol.